Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a latch sensor failure. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 10/15/2025. D3 - mfg establishment name: corrected. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the customer reported issue was replicated. Found defect latch sensor and degrade latch lock assembly. The most likely cause of the report error is the latch lock sensor. Replaced latch lock assembly with sensor to resolve reported error. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. This device passed all functional tests after the repair.